Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). Customer did not wish the device to be returned for investigation. H3 other text: device will not be returned.

Event description:
The device vibrated without user operation. It was before the earthquake occurred. There was no patient involved in this event.